Event description:
It was reported that the customer found air bubbles in the tubing. The location of the bubbles is 6 inches at end of the tubing. It was stated that the insulin pump was not rewound with a reservoir in place and insulin was not stored at room temperature. Customer was able to push bubbles out of the set. Customer was unable to troubleshoot at the time to test for insulin leaks. Customer did not know current blood glucose value but sensor reading was 160 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.